Event description:
It was reported that the impression of sound that the pt heard, disappeared over the weekend. It had been unstable for some days. Testing confirmed that the device had malfunctioned.